Event description:
It was reported that during a shortening of the leg bones + osteotomy of the leg bones a renasys was being used on a 20cm x 10cm lesion in the right leg. Negative pressure could not be achieved so the surgical time was extended due to the numerous attempts to make the product occluded and maintain the negative pressure necessary to remain on tpn treatment, however, no positive responses were obtained with the attempts. The removal and application of a new large renasys dressing kit was carried out. During the procedure, the patient was exposed for longer than expected, at risk of complications from exposure and manipulation injuries. As it is an advanced technology, the renasys was applied with the intention of removing fluid, promoting the formation of granulation tissue, approximation of the edges, promoting blood circulation and angiogenesis. After debridement, washing of the lesion and adjacent skin, renasys foam was applied and occluded with film, which in turn, did not obtain adhesion to establish sufficient negative pressure to remain with treatment. Negative pressure could not be achieved at any time. The application of negative pressure therapy took approximately one hour, after several unsuccessful attempts to stabilize negative pressure. Since it was necessary to open another kit as replacement, the application took thirty additional minutes. The product was then discarded in infectious garbage due to contamination. Schanz pin and incise opsite were also used to reinforce occlusion during the procedure.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review was performed for the product and failure mode reported, there have been further instances in the past three years. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further actions are required. Probable cause may be a component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.